Event description:
It was reported that post implant a realize gastric band procedure, the band is leaking; it needs to be replaced. The band has been adjusted eight times. The patient regained 10 kgs, the filling volume was checked, 2.5 ml was missing. This was observed on two more occasions. The band remains implanted at this time. The band replacement has not been scheduled.

Manufacturer narrative:
(B)(4): information unavailable. Device remains implanted.